Event description:
Event description: checking communication oarm with globus robotic device. Testing communication between oarm and globus robot. Our device is working properly. Issue on globus robot side. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).